Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies o distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torqued directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conduction fracture or internal shorts.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and the patient presented for a lead replacement procedure. During the procedure, it was noted that the new rv lead exhibited low sensing and the physician struggled with exposing the helix of the new rv lead, the helix mechanism was turned multiple times. The helix was exposed and retracted outside of the body. The old rv lead was explanted, the new rv lead was not used and replaced during the procedure. There were no patient consequences.